Event description:
Device issue: guide wire peeling. Time of device issue: during the procedure. Adverse event: none. It was reported that the lesions were located in a totally chronically occluded distal left main and into mid to distal circumflex. The asahi tornus micro catheter and the asahi guide wire were successfully placed across the cto left main. However, upon removal of the micro catheter, there was resistance between the tornus and the guide wire. Therefore, both devices were removed as a single unit. After the fielder guide wire was removed from the pt, the coating was found to be peeling off of the guide wire core. The same tornus micro catheter was used with a new asahi fielder guide wire and they crossed the left main. After the guide wire was placed at the desired location, the tornus micro catheter was removed from the pt without an issue. The lesion was pre-dilated with a 1.5 balloon. A xience 2.5 x 23 and a xience 2.5 x 15 were both advanced to the lesion; however, the stents did not cross. Three additional xience stents did cross and were deployed in the left main and in the mid to distal cx. The procedure took approx 90 minutes longer. Reportedly, there were no pt effects. No additional event or pt information is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been rec'd.